Manufacturer narrative:
H.3., h.6.: the lot number was not provided and the complaint sample was not made available for evaluation. A trend related investigation was performed; no trend could be identified. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
Initial report received from a healthcare professional stating that in a clinical study reported a patient with corneal ulcer on the right eye, the severity was moderate. The consumer was prescribed with antibiotic four times a day. Corneal ulcer secondary to contact wear was healed and left behind a corneal scar. The status of the consumer¿s eye was resolved with sequelae, at the time of this report. This was reported through a retrospective clinical trial, no additional information is available.

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation, the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).